Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete sids: patient 1:(B)(6). Patient 2: (B)(6).

Event description:
The customer reported false positive architect total b-hcg results on two patients. Results provided: (B)(6) 2020 sid (B)(6) = 448.22 miu/ml, repeated under sid (B)(6) = < 1.2 miu/ml, rapid strip test = negative; (B)(6) 2020 sid (B)(6) = 113.6 / < 1.2 miu/ml, rapid strip test = negative. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer replaced the architect trigger pump which resolved the issue. A review of the architect isr60157 instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the pump was replaced. A review of the architect i2000sr platform found all erratic results were below the upper control limit. A review of historical data for the architect trigger pump associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(4) or the architect trigger pump.